Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4) the proximal section of the lead was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4) the proximal section of the lead was returned, analyzed, and primary analysis results revealed no anomalies.

Event description:
It was reported that a sensing inquiry was made regarding the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that a sensing inquiry was made regarding the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event. The implantable cardiac defibrilator system was returned with no information. A database search showed that the patient had expired 3 months after the inquiry about sensing issues. The cause of death was an arrythmia secondary to ischemic cardiomyopathy. No further complaints or allegations have been made against the system or any of the individual components.